Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: they were asked if case was considered to be black screen case. Handed over machine to bep for main electronics exchange. Machine returned to customer, can be considered as individual fault as an epc rev. A.0 was installed.

Event description:
Customer reported that screen went black on the device. Unusual sound heard after restart. Happened during running ventilation but reported no harm caused to patient. They had exchanged the machine. Suspected machine returned for repair. Machine returned back to customer. Case can be considered as individual fault as an epc rev. A.0 was installed.